Event description:
After undergoing carotid stent placement, the pt returned to the hospital eight days following discharge with focal motor seizures, and acute pain behind the right eye. The pt also developed focal left-sided seizures with brief secondary generalization. The physician believes these events may have been caused by a stroke. A female pt was consented to the study in 2008. Medical history included coronary artery disease, smoking and hypertension. The pt has had several episodes of brief left arm and leg weakness in the past, considered transient ischemic attacks (tia), and had an episode of loss of vision in the right eye, which led to her diagnosis of symptomatic carotid stenosis. The pt had a history of seizures eight to nine years ago. The index procedure was completed on approx a month later, and the pt was symptomatic. The target lesion location was the ostium of the right internal carotid artery. There was no occlusion in the contralateral carotid. Reference vessel diameter was 5.0mm. Target lesion diameter stenosis was 99% with lesion length 20.0mm. Geometry of the lesion was eccentric and ulcerated. Total length of stented segment was 30.0mm. Pre-dilatation of the lesion was performed. The final target lesion percent diameter stenosis was 0%. An angioguard distal protection device was used, deployed, and retrieved successfully with no technical problems. There was debris found in the basket upon retrieval of the angioguard device. A precise stent was implanted for treatment of target lesion. There was no malfunction with the stent. Post-procedure medication was aspirin and clopidogrel. The procedure was completed. The pt left the angio suite neurologically intact. The pt was discharged on five days later, with clopidogrel and aspirin directed.

Manufacturer narrative:
The pt returned to the hospital eight days following discharge with focal motor seizures, and acute pain behind the right eye. There was difficulty getting the seizures to stop. The pt was given ativan, versed, and dilantin, which would help the seizures resolve for several minutes and then they would resume. The pt was ultimately intubated and given a propofol drip. A CT scan of the brain revealed a small region of subcorticol hypodensity in the right parietal lobe and at the right frontoparietal junction most likely related to infarction but is of uncertain age. The product is not available for evaluation and testing. Additional info to be submitted 30 days upon receipt.